Event description:
A report was received that a patient underwent an explant procedure due to an infection. The patient is recovering. The physician assessed the infection to be procedure and device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1112, serial #: (B)(4), description: precision¿ multiwave ipg (high rate). Additional information was received that the infection was at the pocket site and the symptoms were yellow pus and a burning pain. Prior to the explant procedure, the patient was treated with topical cream and oral antibiotics. Following the procedure, the wound was closed with steristrips to allow the wound to drain and the patient was treated with flucloxacillin, ciprofloxacin and IV fluids. The patient recovered and was discharged. The event was resolved. It was reported that the infection was related to the procedure and not to the device. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient underwent an explant procedure due to an infection. The patient is recovering. The physician assessed the infection to be procedure and device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: 1(B)(4), description: linear¿ 3-4 lead, 50cm. Model #: sc-4316, lot #: 16847537, description: next generation anchor kit-sterile.

Event description:
A report was received that a patient underwent an explant procedure due to an infection. The patient is recovering. The physician assessed the infection to be procedure and device related.